Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Post-implant occurrence of paravalvular leak after an extended time period can be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions. Multiple factors can affect frame expansion or compression, such as patient anatomy and valve positioning. In this case, it was reported that the computed tomography (CT) showed severe calcification in the sinus of valsalva (sov) and fluoroscopy indicated severe under expansion of the device. The calcification was suspected to have caused the distortion of the prosthetic valve which in turn prevented apposition to the vessel wall, and most likely resulted in the paravalvular leak (pvl). However a conclusive cause could not be determined from the limited information provided. (B)(4).

Event description:
Medtronic received information that one year and three months after the implant of this transcatheter bioprosthetic valve, an echocardiogram indicated severe paravalvular leak (pvl). A computed tomography (CT) showed severe calcification in the sinus of valsalva (sov). Fluoroscopy indicated severe under expansion of the device. A balloon aortic valvuloplasty (bav) was performed and a non medtronic device was implanted valve-in-valve. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.